Event description:
It was reported that during a routine follow-up appointment, the right atrial (ra) lead exhibited high out of range impedance measurements of greater than 3000 ohms. Stored episodes of noise along with loss of capture (loc) was also noted on the ra channel. Review of the ra lead trend data found the impedance suddenly changed approximately five months earlier and remained out of range. The noise was reproducible with provocative maneuvers. An x-ray was taken which confirmed a lead fracture. A revision procedure was performed where the fracture was visualized at the pocket level. This ra lead was surgically abandoned and remains implanted and out of service. A new ra lead was successfully implanted, and no additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and not expected to be returned at this time.